Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, two days after surgery the patient experienced blurry vision. Two week later the doctor advised a laser procedure to improve the vision but that did not improved. The vision was not improved. The patient no longer wants to return to doctor. The patient went to another doctor who told her that the lenses she had been fitted with were not suitable and said that she should have been fitted with a monofocal lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).